Event description:
It was reported that 4 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced difficulty operating or not working/functioning, leakage, an inability or difficulty priming, and an inability to deliver insulin/medication. Product defects were noted during use. The devices were also involved in a serious injury in the form of hyperglycemia. Patient experienced hyperglycemia as a result of the defects but did not seek/receive medical intervention. Lay user "took another oral medication pill" as a result, but no additional information has been provided.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 4/29/2020. Investigation: customer returned (19) open 4mm, 32g bd pen needles without the tear drop label or inner shield. Customer states that the needles did not release insulin, insulin was coming out of the end where she attaches the pen needle to insulin pen adding that insulin squirted all over her stomach during an injection and she was unsure if she received her medication and her numbers were high. All returned pen needles were tested and all were able to expel properly without any clogged needle or leakage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced difficulty operating or not working/functioning, leakage, an inability or difficulty priming, and an inability to deliver insulin/medication. Product defects were noted during use. The devices were also involved in a serious injury in the form of hyperglycemia. Patient experienced hyperglycemia as a result of the defects but did not seek/receive medical intervention. Lay user "took another oral medication pill" as a result, but no additional information has been provided. The following information was provided by the initial reporter: material no: 320122, batch no: 9232983. Verbatim: consumer reported she had 4 pen needles from current box that did not release insulin at the needle tip. Stated the insulin was coming out of the end where she attaches the pen needle to insulin pen. Stated the insulin squirted all over her stomach during an injection and she was unsure if she received her medication. Stated her blood sugar was higher then normal after one of the injections so she took another oral medication pill. Stated she did not seek any medical attention. Consumer stated she does not prime before every injection. Advised consumer to prime before every injection to ensure she receives full dose of medication. Consumer stated she was never told to prime before every injection and that it is a waste of her insulin to do that. Date of event: unknown.